Event description:
It was reported that the zimmer pulsavac plus was found to be without power contact/no battery engagement, as advised by the customer. There was no patient harm or injury associated with the reported issue. An alternate device was retrieved for use during the surgery. The surgery was delayed by 15 minutes. This issue is being reported due to the evidence of battery leakage observed during investigation of the returned device.

Manufacturer narrative:
Visually the device did not display any damage. The device was received with the trigger engaged in the low speed mode. No other obvious issues were noted. The device had been used as evidence by irrigation solution in the tubing. In the initial functional test, the device did not function at all. Opening the battery pack found that several battery terminals had rusted and several others had corroded due to battery discharge and leakage. All of the batteries were tested and registered 0.30 to 0.00 volts. The terminals were cleaned and new batteries were installed. The device functioned normally with new batteries. The condition of the original shipping container at receipt, the in transit and the storage environment of the devices, and the handling practices of the device at the user, are unknown. A review of the zimmer surgical manufacturing, packing and inspection processes found no systemic errors. The review of the device history record (DHR) and battery incoming inspection noted no non-conformance's or other manufacturing issues. The customers reported event cannot be confirmed due to the condition of the returned device. There are too many unknown factors to adequately define a single specific cause for the incident. Speculatively, the most likely event is that the device lost power during use. Environmental conditions in storage or in transit probably caused several contiguous battery terminals to rust that created resistance to energy flow. This most likely caused the device's initial failure during use.